Manufacturer narrative:
Service did not return part to product safety for failure analysis. Investigation closed.

Event description:
Customer reports that while in CPAP mode on patient unit alarmed "vent inop". No patient problem recorded by service tech at time of service.